Event description:
It was reported that during a device changeout procedure, there was no output and no capture with the new device. The leads were retested with the analyzer and appropriate measurements were present. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.